Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. An integration engineer dialed into the station and rebooted the station to resolve the issue. The system functioned as intended after the integration engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system that patient data and orders were not current and the machine was on critical override, preventing users from removing the required medication. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.